Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the smart remote manager locked up medstation when accessed. A field service engineer replaced the replaced wiring harness, applied black grease and cleaned microswitch connections to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system remote manager failed and the screen locked up, and the pyxis became unusable, preventing the user from removing medication for the patient. The customer stated that there was no delay in issuing medications to patients since they used another station to remove the required medications. There were no adverse events or injuries reported based on this event.